Manufacturer narrative:
(B)(4). According to available information, this lead remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that post right ventricular lead repositioning, when the patient with this atrial lead was being moved to a stretcher, farfield oversensing was observed and falling into the blanking period. Atrial signals aligned with the ventricular electrogram signals. The lead was retested revealing no capture at maximum outputs. The device was programmed to vvi pacing mode. An x-ray confirmed this lead was dislodged. A decision was made to not perform a lead revision. It was thought the lead may be resting in the coronary sinus. The device remains programmed to vvi. No adverse patient effects were reported.